Event description:
The patient presented to CT with a patent IV from the emergency department. The IV flushed well with good blood return. During power injection, the IV injected fine with the technologist directly monitoring injection. At approximately 40ml delivered, the IV extension portion dilated (like a balloon) and the cap on the end popped off. The injection was immediately stopped. The radiologist was just leaving as event occurred but came in to see the patient before he left. He advised we scan a few slices through the kidney area to confirm IV did not infiltrate into arm. Scan obtained and it confirmed that approximately 40mls went into the vascular system and then the collecting system. The patient's arm was also looked at and did not show any signs of infiltration nor did patient complain of any discomfort. I was monitoring injection the whole time and did not feel any infiltration what so ever but did witness the malfunction of the IV.